Manufacturer narrative:
Please note that the following section is being updated based on clarification provided by a penumbra sales representative on 03/07/2019: results: the returned neuron max was damaged at the distal tip approximately 92.0 cm from the hub. The neuron max marker band was detached and not returned with the device. The device was kinked at approximately 41.0 cm and 88.0 cm from the hub. Conclusion: evaluation of the returned neuron max confirmed that the distal tip was fractured just proximal to the marker band. The distal tip of the returned device was flattened proximal to the fracture. The distal ovalization was likely a result of becoming pinned within patient anatomy. The reported tortuous anatomy may have contributed to the device becoming pinned. If the device is pinned and subsequently retracted against resistance, the device may become fractured. Further investigation revealed kinks on the device. Based on the returned condition, these kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). It was noted that the patient''s anatomy was tortuous. During the procedure, the physician noticed during visualization that the marker band of the neuron max had broken off and had become embolized into the right mca. Despite repeated attempts to retrieve the marker band with a stent retriever and a snare, it was unable to be retrieved from the patient. The procedure was then ended. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, the marker band of the neuron max broke off and became embolized into the right mca. Despite repeated attempts to retrieve the marker band with a stent retriever and a snare, it was unable to be retrieved from the patient. The procedure was then ended. The patient was treated with 250 mg intravenous (IV) aspirin. No further information was provided.